Event description:
It was reported that the cardiosave intra aortic balloon pump had battery related issue. The event circumstance and other details were not specified. There was no indication of harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Due to character limit in the e1 , the full event site telephone is (B)(4). Corrected fields: e1- initial reporter name. Updated fields: b4, d9, e1- event site telephone, e1 - event site email, e2, e3, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, componenet code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that batteries were worn and would not easily eject from the unit. The fse replaced the batteries. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had battery related issue. There was no indication of harm reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site telephone number is : (B)(6). Corrected fields: b5, b6, b7, d10, e1-event site telephone number, h6-(medical device problem code, investigation conclusion code, health effect impact code). Updated fields: b4, g3, g6, h2.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had battery related issue. There was no patient involved and indication of harm reported.